Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inserted into the sheath and continuous sheath flushing was performed. The attending physician decided not to aspirate and flush the sheath when inserting the balloon catheter. While the balloon catheter was inflated in the left atrium, it was noted that air ingress occurred. A decrease in blood pressure and st elevation were confirmed. Coronary angiography was immediately performed and nitorol was injected intravenously. After some time, st elevation recovered. The case continued and was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter were returned and analyzed. The data files showed multiple injections were performed with the catheter on the dated of the event. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for fourteen injections. An unrelated 22406 system notice ¿the balloon is deflated¿ was triggered in the beginning of the inflation. Dissection/ pressure testing showed a leak at the 10 psi valve. The defect on the o-ring of the 10 psi valve was discovered under the microscope. In conclusion, the balloon catheter failed the returned product inspection due to the psi valve leak. If information is provided in the future, a supplemental report will be issued.